Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the laser did not work. Additional information has been requested.

Manufacturer narrative:
The customer reported that the system laser does not work. Additional information was requested. The company service representative examined the system and a nonconforming laser breakout interface printed circuit board (pcb) was confirmed. The laser breakout interface printed circuit board (pcb) was replaced. The system was then tested and met all product specifications. The system was manufactured on may 18, 2015. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the nonconforming laser breakout interface printed circuit board (pcb). (B)(4).